Event description:
Boston scientific received information that a field representative received a call from a healthcare professional indicating that an x-ray image showed that one of this implantable cardioverter defibrillator patient's leads was not plugged into the device header. The caller did not specify which lead connection was not plugged in, but historical records indicate that the patient's chronic right ventricular (rv) defibrillation lead has it's rate/sense portion capped, and that a competitive rv rate/sense lead is currently in service. No adverse patient effects were reported in this event.

Manufacturer narrative:
Several attempts were made to gather additional information about this event; however, no additional information is available at this time. This event will be updated if any additional information is received.